Event description:
Ph probe was placed while patient was in surgery. X-ray was done and showed probe was curled. Probe was pulled out some and replaced, per the physician's recommendation. X-ray done and sensor part of probe correct, but 'tail' curled. Probe removed and replaced, x-ray done, and was probe was curled again. This occurred a total of three times. New probe placed, x-ray done and in correct spot and not curled. Each tube that was pulled out was curled and would not uncurl. The device were not curled when removed from the packaging. This is the first instance where staff have encountered this problem with this device. In this case, there were a total of three attempts made in a row with the same device, same lot number and the same issues. No patient harm. Patient tolerated procedure without complications.